Event description:
The customer received blood glucose readings of 221, 225, 200 and 300mg/dl on the contour next ez meter, re-tested on a contour next link meter and the readings were 116, 98 and 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.